Event description:
It was reported that this patient presented to the emergency room (ER) with stroke like symptoms where the patient was having pain, ventricular tachycardia (vt) and ventricular fibrillation (vf). Upon interrogation, the device exhibited code 1006, indicative of a high voltage detected on a lead during a device charge. This results from a low shock lead impedance measurement measuring, less than 12.5 ohms. Additionally, code 1004 was observed which is indicative of a short circuit condition. The device attempted to shock due to the ventricular arrythmia however, wasn't able to successfully convert. Technical services recommended system replacement as the patient is considered unprotected. The rhythm terminated spontaneously after roughly two minutes of cardiac arrest. The patient was kept in the hospital on telemetry and a new dual chamber system was implanted and the device was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.